Event description:
International customer reports that the device filled with air upon initial activation. The reservoir was removed from service and exchanged. No adverse pt consequences were reported.

Manufacturer narrative:
Date sent to FDA: 09/19/2008. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.